Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07247. It was reported that shaft break occurred. The target lesion was located in the right coronary artery(rca). After a guidezilla¿ guide extension catheter was introduced and crossed the lesion, a synergy¿ drug eluting stent (des) was implanted in distal rca and another synergy¿ des was implanted in mid to proximal rca. Then, a 4.00x24mm synergy¿ des was advanced, however, the device was unable to cross the lesion. During withdrawal of the synergy¿ stent delivery system (sds), resistance was encountered with the guidezilla. After the sds was removed from the patient, dilatation and intravascular ultrasound (ivus) were performed. During ivus, it was observed that there were "double" stents. It was confirmed that the stent of the 4.00x24mm synergy¿ des had dislodged during withdrawal of the sds. Dilatation within the dislodged stent was then performed and the stent was implanted in rca. However, during the procedure, it was observed that the proximal portion of the guidezilla was kinked. After the device was completely removed from the patient, it was noted that the proximal portion of the shaft was separated. The procedure was then completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter and a non-bsc guide catheter. The tip, collar, hypotube and distal shaft was microscopically examined. Inspection revealed damage to the tip of the device and a full separation at the collar, with the ptfe fully pulled out from the collar. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07247. It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla¿ guide extension catheter was introduced and crossed the lesion, a synergy¿ drug eluting stent (des) was implanted in distal rca and another synergy¿ des was implanted in mid to proximal rca. Then, a 4.00x24mm synergy¿ des was advanced, however, the device was unable to cross the lesion. During withdrawal of the synergy¿ stent delivery system (sds), resistance was encountered with the guidezilla. After the sds was removed from the patient, dilatation and intravascular ultrasound (ivus) were performed. During ivus, it was observed that there were "double" stents. It was confirmed that the stent of the 4.00x24mm synergy¿ des had dislodged during withdrawal of the sds. Dilatation within the dislodged stent was then performed and the stent was implanted in rca. However, during the procedure, it was observed that the proximal portion of the guidezilla was kinked. After the device was completely removed from the patient, it was noted that the proximal portion of the shaft was separated. The procedure was then completed. No patient complications were reported and the patient's status was good.